Event description:
Patient was implanted with lcp medial distal tibia plate, lcp lateral distal fibula and screws on (B)(6) 2012, following an injury at another facility by an unknown surgeon. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware due to a tibia non-union and patient pain. Surgeon removed all hardware and revised patient with bone graft and 4.5 none-locking basic narrow plate to stabilize the fracture. Another procedure and/or implant date was noted on (B)(6) 2011, at an unknown facility with an unknown surgeon. No additional information is known about the initial surgery on (B)(6) 2011 or the subsequent revision procedure on (B)(6) 2011. This is 1 of 20 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review found nothing that would cause or contribute to the reported incident. All released parts from subject product lot were acceptable for visual and dimensional requirements throughout manufacturing processing.